Event description:
A distributor contacted heartsine to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, heartsine observed that the device doesn't properly detect impedance. In this state the device would not be able to deliver defibrillation therapy if needed.

Manufacturer narrative:
Heartsine evaluated the device and found capacitor c65 had failed causing the reported issue. This device was scrapped and the customer received a replacement device.